Event description:
The account alleged the bed alarm could not be heard outside the patient room. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.